Event description:
During the one month post implant follow-up of the device involved in this report, a message was displayed to the user, indicating the device was reset. The date of the reset corresponded to the one day post implant date, when a device interrogation was performed.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym crt models approved (B) (4). The analysis is pending.